Event description:
Olympus was informed that the customer¿s evis exera ii ultrasound gastrovideoscope was returned to the service center for a reported ¿elevator plug is loose¿ that was found during reprocessing. Upon inspecting and testing, the service evaluation found the pink colored coating on the distal end probe unit is cut and the light guide lens adhesive at the distal end of the scope was peeled off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation found the pink colored coating on the distal end probe unit is cut and the light guide lens adhesive at the distal end of the scope was peeled off. The customer¿s reported issue was confirmed as the elevator inlet is loose and failed the air/water leak test. Additionally, the bending section cover glue is chipped, there is noise in the image and switch button is cut. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 02-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the pink colored coating on the distal end probe unit is cut and the light guide lends adhesive at the distal end of the scope was peeled off. The specific root cause of the light guide cover glue peeling and the probe unit pink rubber being cut could not be determined at this time. Olympus will continue to monitor field performance for this device.